Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant result on a pt. (B)(6) 2011 I-stat: result: 0.16 ng/ml, test time: 10:55 am. Result: 0.03 ng/ml, test time: 10:56 am. Beckman access 2 (lab): result: <0.01 ng/ml test time: 12:48 pm. Based on the info available at the time, there were no injuries associated with this event.